Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of august 7,2019 was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2019, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2019. Block d6b: the stent was explanted sometime in (B)(6) 2019. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a left ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2019. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its eight days indwell time. Six days following the procedure, the patient experienced flank pain, which was managed with intravenous antibiotics. Per physician's assessment, the event was serious, possibly related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of august 7,2019 was chosen as the best estimate based on the procedure which happened sometime in august 2019, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in august 2019. Block d6b: the stent was explanted sometime in august 2019. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2304 captures the reportable event of chills. Imdrf patient code e1020 captures the reportable event of nausea. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e1310 captures the reportable event urinary tract infection imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f08 captures the reportable event of hospitalization. Additional information field block h6: patient code and impact code updated block b5: describe event or problem block b1: outcomes attrib to adv event

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a left ileal conduit urinary diversion procedure, performed sometime in august 2019. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its eight days indwell time. Six days following the procedure, the patient was admitted from the emergency department for observation due to left flank pain following recent stent removal performed in the clinic. At the time of admission, the patient also experienced nausea and vomiting. A possible urinary tract infection was noted during the evaluation. Additionally, the patient experienced chills, and a bacterial culture was obtained. Urine culture without gram stain demonstrated 1,000 urogenital flora (abnormal). Per physician's assessment, the event was serious, possibly related to the device, and possibly related to the procedure.